Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a bolus connection fault¿ was confirmed. A pin was found stuck in the pca port. The printed wiring assembly was replaced and the pca port was working. Further investigation found there were cracks in the downstream occlusion seal and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had a bolus connection fault¿; during device evaluation cracks were found in the downstream occlusion seal. Event occurred during set up.